Event description:
A center director reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic, trace diffuse lamellar keratitis (dlk) in both eyes, at the second day postoperative visit. The topical steroid drops were increased and the event resolved two days later. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed and no abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).